Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm. The aortic neck angulation measured 130 degrees. It was reported that the patient presented with back pain approximately one month ago. CT imaging demonstrated that there was a type b dissection at the origin of the sma extending to the descending thoracic aorta. No intervention was scheduled at this time and the decision was made to monitor the patient. The physician stated that at the time of the evar procedure the proximal neck was straightened out with an ultra stiff wire and that the stent graft was placed without issue. The physician reports that the most likely cause of the dissection was straightening of the angled neck with the wire. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection), patient's condition affected effectiveness of device (severely angulated aortic neck), incorrect technique/procedure (stent graft implanted in a patient with a severely angulated aortic neck), caused by another drug/device (wire). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severely angulated aortic neck), operational context contributed to event (stent graft implanted in a patient with a severely angulated aortic neck), another device caused failure (wire).